Event description:
It was reported that during equipment testing conducted at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device trigger sticking with run-on was duplicated. The device had mechanical damage to the trigger assembly, and the trigger stuck as a result of friction from the damage to the trigger shaft. The device was repaired and returned to the customer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.